Event description:
Report received from USA, stating that the device came apart; the guard came off three (3) times while using it on a pt. It is known that the event occurred during surgery. It is unknown that there was no pt or user injury, surgical delay or medical intervention reported related to this occurrence. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).